Event description:
It was reported that a spectrum iq pump infusion ended early by approximately six hours (entire bag was used) during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an infusion ended early by approximately 6 hours (entire bag was used) was not reproduced. The pump failed flow testing due to under infusion not over infusion. A review of the event history log revealed last infusion programmed was in basic mode in the ¿adult oncology¿ care area and the infusion ran to completion without interruption and no abnormalities were observed through the history log, however the customer did not provide an occurrence date or parameters associated with the event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.